Manufacturer narrative:
(B)(4). The device trained customer reported the suspect device/component was cycled on and evaluated the error log, which displayed a bad cal fcv , pnuematics module ftc, but no other errors. The device was then cycled for an extended period however, the reported device behavior was not confirmed. In the event that the suspect device or alleged faulty component is received for evaluation a follow-up report will be submitted.

Event description:
The customer reported an intermittent inoperative ventilator device condition prior to use. The customer stated no information regarding any patient event.